Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 8.2 mmol/l. The drive support cap was recessed. In the alarm history there were three motor error alarms and one no delivery alarm present. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The motor error alarm during the basic occlusion test was due to faulty force sensor resistor. The insulin pump was received with scratched display window, cracked display window corners, and cracked reservoir tube lip. The motor passed motor test.